Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius mexico service technician replaced the mother board and actuator board to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine with a shorted mother board and actuator board. Upon follow up, it was confirmed that the components were melted. A fresenius mexico service technician replaced the mother board and actuator board to resolve the issue and return the machine to service. It was confirmed that there was no patient involvement, and that the issue was found during service of the machine for a 24 volt alarm. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.